Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data. The gps specialist determined that the result sent to the easylink informatics system from the advia centaur instrument was 0.99, which is a (B)(6) result. This confirmed that the frr worked as configured on the advia centaur instrument and sent a (B)(6) result to the easylink because two of the three results for the sample were (B)(6). It is unknown if why the easylink system ordered a confirmatory test. The cause of the discordant, (B)(6) results is also unknown. The sample was repeated in triplicate on the same instrument and all three replicates resulted as (B)(6). Both confirmatory tests run also resulted (B)(6). This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer contacted the siemens technical solutions center (tsc) for clarification of the final result rule (frr) for the (B)(6) on their advia centaur instrument. The frr is configured to test a patient sample for (B)(6) three times. All results are held by the advia centaur instrument until there are three results for the sample. In cases where one sample produces both (B)(6) results, the results that match two out of three times are considered correct. The numerical value of one matching result is then sent to an informatics system. If the result sent to the informatics system is (B)(6), the informatics system will order a confirmatory test for the patient sample. The customer stated that one patient sample was tested for (B)(6) on their advia centaur instrument and two of the three results were (B)(6); the other result was (B)(6). A (B)(6) result should have been transmitted to their easylink informatics system. However, a confirmatory test was ordered for the patient. Upon confirmatory testing, the patient sample confirmed (B)(6). The sample was repeated in triplicate for (B)(6) on the same instrument and all results were (B)(6). An additional confirmatory test was run and the (B)(6) results were confirmed. The (B)(6) results were discordant. No discordant results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.